Manufacturer narrative:
On 21-apr-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unknown atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. During the procedure, the attending electrophysiologist complained of difficulty maneuvering the sheath through the patient's bulky septum. Allegedly, the bending of the steerable sheath with the catheter in place could only be achieved with increased force and after overcoming a slight blind spot. Subsequently, the pentaray catheter used in the procedure could no longer be inserted into the valve of the sheath despite the use of an insertion aid. The risk of damaging the pentaray catheter when inserting it with too much force was too great. An agilis sheath was then used. With this, the procedure could be completed without any problems. No patient consequences were reported. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A dimensional inspection was performed, and the device passed within specifications. Device history record was performed for the finished device (B)(4) number, and no internal action related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. During the procedure, the attending electrophysiologist complained of difficulty maneuvering the sheath through the patient's bulky septum. Allegedly, the bending of the steerable sheath with the catheter in place could only be achieved with increased force and after overcoming a slight blind spot. Subsequently, the pentaray catheter used in the procedure could no longer be inserted into the valve of the sheath despite the use of an insertion aid. The risk of damaging the pentaray catheter when inserting it with too much force was too great. An agilis sheath was then used. With this, the procedure could be completed without any problems. No patient consequences were reported. Additional information: resistance did not result to any sheath damage, dilator damage, or catheter damage. High force was required to move the catheter. The catheter was not slipping out of the sheath. Sheath shaft rough is MDR-reportable.